Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 368 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip, manual injection and potassium pills. The customer stated that the symptoms related to high blood glucose such as nausea. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that no physical damaged to the reservoir lip ring. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. Pump received with broken belt clip rails, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.